Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using a lantern delivery microcatheter (lantern), a ruby coil, and pod packing coils (pod pc). During the procedure, the physician placed a ruby coil in the target vessel using the lantern. While advancing the next pod pc through the lantern, the physician experienced resistance and noticed the lantern was kinked. The physician retracted the pod pc slightly, then attempted to advance the coil again and noticed the pod pc had unintentionally detached inside of the lantern. Therefore, the lantern containing the detached pod pc was removed. It was reported the physician then confirmed the lantern was kinked at the distal end. The procedure was completed using new pod pcs and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.